Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the catheter tip had migrated/dislodged to "below the intrathecal space". The issue was identified via x-rays. The catheter segment was removed and replaced. Following the revision, the patient was not able to move their right leg. The pump was used to deliver infumorph (morphine). The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving effective therapy.